Event description:
Doctor was informed that one of his pts was going to require placement of a jones tube due to complete intracanalicular obstruction from a herrick plug. The doctor was looking for alternative treatments to recommend to the pt. It should be noted that no plug has been recovered or identified as present.

Manufacturer narrative:
Original report filed on incorrect FDA medwatch form, MFR used form 3500 instead of 3500a - see report (B)(4).